Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator had an alert for vt episode and atp therapy delivered. It was noted that the episodes initial diagnosis was svt then re-diagnosed as vt due to regularity and atp therapy delivered. Atp therapy seemed degenerating the rhythm at first, although consequent atp will terminate the episode. No hv shock was delivered. Further information was requested however, was not provided.